Event description:
It was reported that (1) device was used during a hernia repair. It was reported by the affiliate that the mcl20 instrument misfunctioned. The case was completed by using another instrument. There was no consequence to the pt.